Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was curved, but not kinked or damaged. The pod could only be downloaded when connected to an external power source. Corrosion was noted on the pcb. A leak was found on the unexposed portion of the soft cannula. A small crack was found on the top housing. It could not be determined when this had occurred, and it could not be determined if this crack contributed to the corrosion noted in the pod.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The pod was removed and the cannula was noted to be bent. A new pod was placed to treat the hyperglycemia.